Event description:
Information was received indicating that during pre-use check of a smiths medical cadd cassette reservoir, the customer noticed that the pump did not recognize medication cassette. It was also reported that after filling up medical fluid into the medication cassette, the customer attached to a pump , but a "no disposable, clamp tubing" alarm went off. Subsequently, the patient changed the pump to another one, but the alarm persisted. He continued the test by changing the cassette to another one, and this time, no alarm was issued. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other text: h3: three pictures of a cadd cassette reservoir were received for evaluation. No anomalies were observed in the pictures attached that may affect the functionality of the product. One cadd cassette reservoir from part number: 21-7301-24 and unknown lot number was received in new condition without its original packaging. The sample was visually inspected at a distance of 12? To 16? Under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample didn't present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. The returned cassette was filled with water and connected to a cadd legacy plus pump to look for unusual function. The sample was fully priming and connected without difficulty. The pump was set running and the alarm was not activated. The reported issue was not confirmed. There was no fault found with the returned cassette.